Manufacturer narrative:
The investigation of infection/sepsis and high purge pressure has been completed. No product was returned for analysis. No data logs were returned for analysis. The root cause of high purge pressure and sepsis was not determined as no product or data logs were returned for analysis. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ b.2 life-threatening was inadvertently selected on the initial manufacturer device report number and should of not been. E.4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised manufacturing site name and address as it was previously entered incorrectly on the initial manufacturer device report number. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted manufacturer device report number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella device for mechanical circulatory support and experienced hit, high purge pressure and sepsis. The patient would eventually expire. The patient was escalated to an impella 5.5, and was on a respirator, veno-arterial extracorporeal membrane oxygenation (va ECMO) and dialysis therapies prior. Nine days into support on the impella 5.5 pump, the physician reported a purge pressure high alarm with purge flows at 1.6-2.6ml and purge pressure at 1060mmhg. Attention was drawn to the fact that the pump can stop at any time, and the recommendation made to change the pump; discussion regarding lysis option was made with sharing of the lysis protocol as well. The following day, the physician indicated the pump was left in. The purge flow was at maximum 1ml, and purge pressure noted sometimes fell below 1000mmhg and the next day stated the pump was successfully lysed, the patient was awake and successfully in weaning. However, approximately three days later, the patient was reportedly intubated and sedated and at the beginning sepsis waiting for further decisions. Two days later therapies were stopped, and care was withdrawn due to lack of recovery and possible positive outcome.